Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent.

Event description:
It was reported that a patient underwent a surgical procedure on an unknown date and suture was used. During use, the suture broke. There were no adverse patient consequences.

Manufacturer narrative:
The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Manufacturer narrative:
Product complaint # (B)(4). Investigation: two unopened samples were returned for analysis. The issue sample was not received for evaluation. During the visual inspection of samples, no defects were found on the package. The samples were opened and the swage and attachment area were as expected. The sutures were dispensed without problems and examined along of the strand and no defects, damaged or suture breakage was observed. The samples were tested by tensile strength and the result is above the minimum individual strength requirement for product. Per the condition of the representative samples, no performance - breakage suture was found on the sample and the tested sample met the finished goods requirements.